Event description:
Health care worker gave injection in leg of pediatric pt. Upon extraction of needle, attempted to engage protecting device. Health care worker indicated 'device did not lock over needle' and thumb scraped needle tip, resulting in needle stick injury.